Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 536 mg/dl and that she went into diabetic ketoacidosis due to a bent infusion set cannula. The patient treated via manual insulin injection. Troubleshooting was declined for the high blood glucose and bent cannula. The insulin pump was not returned for analysis.

Manufacturer narrative:
This event has been reported under manufacturer report number 3004209178-2017-87390.